Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was cracked along the weld connecting the impactor head to the shaft, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that per complaint details, the head of the handle was found cracked during inspection prior to surgery due to ¿weld gave way with wear¿. Reportedly, the procedure was completed with an mis impactor as a back-up without delay or other complications reported. Patient impact beyond the use of a backup device would not be anticipated as reportedly ¿the patient health is good¿. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Manufacturer narrative:
It was reported that during inspection before surgery the head of the handle was found cracked. The weld gave way with wear. The procedure was completed with mis impactor as a back-up. No delay or other complications reported. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. Based on this investigation, the need for corrective action is not indicated. The impactor was manufactured in 2015 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. We will continue to trend through our post market surveillance process. The failure mode is included in the risk management documentation and is within expected occurrence rates. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during inspection before surgery the head of the handle was found cracked. The weld gave way with wear. The procedure was completed with mis impactor as a back-up. No delay or other complications reported.